Event description:
It was reported to medtronic minimed that the customer attempted to program a bolus into pump, and the pump is not allowing to program a bolus. The customer mentioned the pump sticker is faded. The customer reported a blood glucose value of 600 mg/dl. The customer experienced hyperglycemia and elevated ketones, which led to an emergency room visit and treatment with an IV insulin drip. At the time of hospitalization, the customer reported having passed out on the sidewalk, fell, and hit head. The customer was subsequently transported by emergency medical services to the hospital. The event involved product(s) mmt-332a, unomedical, and mmt-1880. Troubleshooting was performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. Troubleshooting was performed for the labeling issue. Product labels reported as missing, removed, worn, faded, or damaged following usage. No further patient complications were reported. No product return is required for mmt-332a, unomedical, and mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.